Event description:
As reported to customer relations via complaint voicemail "zfen graft came apart." Component separation between proximal and distal main bodies: implant procedure was completed normally, component separation between proximal and distal main bodies occurred later (discovered on follow up CT approximately 2 years post implant). (B)(4) : zfen-d-12-28-76. (B)(4) : zfen-p-2-32-109.

Manufacturer narrative:
No part of the device was returned for evaluation. No imaging was supplied to assist the investigation. Additional information was received: the patient's anatomy was not tortuous. The following devices were implanted on (B)(6) 2021: zfen-p-2-32-109, zfen-d-12-28-76, zsle-16-56 rt iliac, zsle-16-74 lt iliac, 6x22 bil icast in renals. The device instructions for use (IFU) was followed. And the device functioned as expected while following the IFU. Review of device history record could not be conducted as the manufacturing records review could not be completed as the lot number is unknown. Review of specifications found that there are a number of controls and processes in place that would identify faulty product prior to shipping. The instructions for use (IFU) supplied with the device was found to contain sufficient instructions and guidance including: §4.1 'general use information' of §4 'warnings and precautions' states "the long-term performance of fenestrated endovascular grafts, including the stents placed in fenestrations/scallops, has not yet been established. All patients should be advised that endovascular treatment requires life-long, regular follow-up to assess their health and the performance of their endovascular graft. Patients with specific clinical findings (e.g., endoleaks, enlarging aneurysms, changes in the structure or position of the endovascular graft, or stenosis/occlusion of vessels accommodated by fenestrations) should receive enhanced follow-up. Specific follow-up guidelines are described in section 12." §4.1 also states "after endovascular graft placement, patients should be regularly monitored for perigraft flow, aneurysm growth, patency of vessels accommodated by a fenestration/scallop, or changes in the structure or position of the endovascular graft. At a minimum, annual imaging is recommended, including: 1) abdominal radiographs to examine device integrity (separation between components, stent fracture or barb separation) and 2) contrast and non-contrast CT to examine aneurysm changes, perigraft flow, patency, tortuosity and progressive disease. If renal complications or other factors preclude the use of image contrast media, abdominal radiographs and duplex ultrasound may provide similar information." §4.2 'patient selection, treatment and follow-up' states "key anatomic elements that may affect successful exclusion of the aneurysm include severe proximal neck angulation (> 45 degrees for infrarenal neck to axis of aaa or > 45 degrees for suprarenal neck relative to the immediate infrarenal neck); short proximal aortic neck (<4 mm); greater than 10% increase in diameter over 15 mm of proximal aortic neck length; and circumferential thrombus and/or calcification at the arterial implantation sites, specifically the proximal aortic neck and distal iliac artery interface. Irregular calcification and/or plaque may compromise the fixation and sealing of the implantation sites. Necks exhibiting these key anatomic elements may be more conducive to graft migration" §5 'adverse events' states "potential adverse events that may occur and/or require intervention include, but are not limited to: endoleak, and endoprosthesis (improper component placement; incomplete component deployment; component migration; suture break; occlusion; infection; stent fracture; graft material wear; dilatation; erosion; puncture; perigraft flow; barb separation and corrosion). §11.4.8 'distal bifurcated body placement', step 11.4.8.6 states "repeat angiogram to verify: the degree of overlap with proximal body (no less than 2 stents), the position of the contralateral limb, the position of the ipsilateral iliac limb with respect to the common iliac bifurcation." And "reposition distal bifurcated body as required." An earlier corrective and preventative action (CAPA) was raised to address concerns of separation for the zfen-us devices. The CAPA determined "the conclusion of the investigation was that there is no fault/non-conformance of the us fen device, its labelling, its IFU, its manufacturing, nor its clinical use. The zfen us configuration meets the acceptance criteria for this product and the acceptance criteria are deemed acceptable." Based on the information provided, the root cause of the reported event is unknown. It is possible that the separation was due to: inadequate diameter tolerance to ensure interference at overlap, inadequate separation force, inadequate length of overlap, patient-related factors.

Event description:
As reported to customer relations via complaint voicemail "zfen graft came apart." Component separation between proximal and distal main bodies: implant procedure was completed normally, component separation between proximal and distal main bodies occurred later (discovered on follow up CT approximately 2 years post implant). (B)(4): zfen-d-12-28-76. (B)(4): zfen-p-2-32-109.